Event description:
It was reported that a malfunction alarm occurred. The customer was unable to troubleshoot and does not have charging cable at current location. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.